Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Manufacturing site name - endochoice. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval device was used during an in-service demonstration. According to the complainant, during the in-service, the net completely detached from the loop. There was no patient or procedure associated with this event.

Manufacturer narrative:
Manufacturing site name - endochoice. Investigation results visual evaluation of the returned device found the net was detached from the loop. Further evaluation noted that there was an evidence of weld bond between the loop and the net around the loop perimeter. At the proximal end of the shaft, a kink was found in the control wire and sheath which suggested that the device was used in a tortuous path or was damaged. No visual issues noted at the distal end aside from the detached net. The complaint was confirmed. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval device was used during an in-service demonstration. According to the complainant, during the in-service, the net completely detached from the loop. There was no patient or procedure associated with this event.